Manufacturer narrative:
Other device used: catalog #00625006535, zimmer self-tapping bone screw, self-tapping bone screw, lot #62793503. This report will be amended when our investigation is complete.

Event description:
It is reported that the 3 screws fractured while being implanted. One screw was not able to be retrieved from the patient.